Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-06254. It was reported that a rotawire fracture and vessel perforation occurred. The 75% target lesion was an area of instent restenosis (isr) located in the severely tortuous and severely calcified proximal to distal right coronary artery (rca). Rotational atherectomy ablation was performed with a 1.5mm and 1.75mm rotalink burrs with a rota floppyguidewire. The floppy wire was exchanged for a rotawire extra support and ablation was performed again with a 1.75mm rotaburr. However, it was noted that the wire broke during ablation. A. 0.14 unspecified wire was used to remove the detached wire several times by looping it, but the detached wire perforated the vessel in the proximal rca. The physician gave up trying to remove the detached wire, and implanted a stent in the perforated area. However, slight oozing was observed, therefore a non-bsc stent graft was implanted. The procedure was completed 15 minutes after, when it was confirmed by the physician that there was no problem occurred with the patient. The event did not affect the patient's vital. No further patient complications reported and patient's condition was stable.